Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated that the blood glucose was went upto 209 mg/dl. The customer declined troubleshoot for low blood glucose levels the customer stated that low blood glucose levels due to an issue with putting sensor on and the tape stuck to the side of the serter and 1 fell apart. The customer stated that the serter put the infusion set in and one side is not working and releasing like the other side. It was reported that the issue was not resolved by reviewing proper use of the serter. The product was returned for analysis.